Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple altitude alarms. Customer reported a blood glucose (bg) level of 200 (mg/dl) and administered boluses to stabilize bg level. The customer was able to clear the alarms and resume insulin delivery.